Event description:
Report rec'd from the USA stating that the console was "showing an error e5." The device was being used in an orthopedic procedure. There were no pt or user injuries reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).